Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to syncope and now has been admitted to the intensive care unit (ICU). It was noted that explant indicator has been reached and technical services provided a 90-day window for device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.